Event description:
Preoperative impedance of the atrial lead was found to be low. Intraoperatively the leads were found densely adherent to the fibrous capsule of the pocket and were dissected free. It was noticed immediately that there was some arcing of the electrocautery toward one of the leads. This was later identified as the atrial pacing electrode. It had a visible insulation break at this point. In addition it was also found to have more proximal insulation breaks in this lead. For this reason, it was elected to remove both of the leads at this time. The need for an anterior thoracotomy had been discussed with the patient preoperatively to insert a ventricular epicardial pacing electrode.